Event description:
Related manufacturer reference number: 2017865-2023-20041 it was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead and right atrial lead were oversensing noise and showed false auto mode switch episodes. Both leads were capped and replaced on (B)(6) 2023. The patient was in stable condition post-procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.